Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, an oncology patient diagnosed with chronic anemia was admitted for chemotherapy and blood component infusion. Their catheter had been in place for 38 days. During the administration of blood therapy, leaking blood was identified around the catheter, leading to a request for specialist assessment. After technical inspection, the catheter was diagnosed as having ruptured, characterizing structural failure of the device during use. A doppler examination was carried out, which found no complications. A peripheral venous catheter was punctured according to medical instructions. Interruption of blood transfusion and removal of the catheter.